Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon appeared to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5 mm x 150 mm balloon. The distal end of the balloon was protruding out the distal end of the introducer sheath and was bunched at the distal tip. Two kinks were noted to the device; one at the bifurcate and one near the proximal balloon joint. No kinks were reported by the user. No other anomalies were noted to the strain relief or the y-hub. The distal tip of the sheath was examined under microscopic magnification (10x) and was observed to be flared, which typically indicates retraction issues. Functional/performance evaluation: the patency was tested using an in-house .035¿ guidewire and it was unable to pass at the location of the kink. The balloon was unable to be retracted through the introducer sheath. The balloon was unable to be advanced through the introducer sheath. No functional testing could be performed to inflate or deflate the balloon due to sample condition. The balloon was cut and peeled back at the location of the inflation/deflation ports, as the proximal end of the balloon was exposed proximal to the sheath. The proximal end of the balloon was examined; no anomalies were noted to the inflation/deflation ports. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within the customer's 5fr introducer sheath. Based on the condition in which the sample was received, the investigation is confirmed for retraction issues and kinked catheter. However, the investigation is inconclusive for deflation issues, as functional testing could not be performed due to poor sample condition. It is possible that the reported deflation issues could have contributed to the retraction issues. However, the definitive root cause for this event could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: - when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip or catheter breakage, catheter kink, or balloon separation. Precautions: - if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. - if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Potential adverse reactions. The complications that may result from a peripheral balloon dilatation procedure include: - additional intervention. Use of ultraverse 035 pta dilatation catheter: - apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. - while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the introducer sheath/guide catheter and withdraw the deflated dilatation catheter over the wire through the introducer sheath/guide catheter. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath/guide catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly would not deflate. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly would not deflate. No other information was provided. There was no reported patient injury.